Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was found to be broken. Additional information has been received stating that the lens were inserted and removed during initial procedure.

Manufacturer narrative:
The product was returned for analysis, and damage was observed to the iol (intraocular lens). Iol returned positioned incorrectly in the iol case. Solution and bloodlike substance are dried on the iol. The optic is torn/split-cut dividing the iol in two; the two segments are adhered to each other with solution. One haptic is broken/torn and not returned, the other haptic is adhered to the optic with solution. Provided photo shows an iol in a lens case base. The lens appears to be damaged/broken. We are unable to determine the root cause for the reported complaint "iol broken". The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling, and the reported damage was highlighted post implantation. We are unable to verify if the product contributed to the event. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).